Manufacturer narrative:
Explant date added as (B)(6) 2017.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that non sustained rv oversensing due to noise was observed via a merlin transmission. The patient was reported to be asymptomatic. No further information available at this time.

Event description:
New information received states that lead noise continued to be observed. High pacing lead impedance, high capture thresholds, and a drop in r wave sensing were also noted. The lead was explanted and replaced. The patient was asymptomatic and was stable after the procedure.